Manufacturer narrative:
A140508 added to h6. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. Recaptured codes on h6 (medical device problem code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the anticontamination sleeve separation was not determined due to insufficient clinical details and no product return. The cause of the low or blocked pump flow was not determined due to no data logs returned, insufficient clinical details, and no product return.

Manufacturer narrative:
D6b and h6 updated. The investigation is still ongoing.

Manufacturer narrative:
B1 and h1: added serious injury. Omitted codes e2403 and f26.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported sleeve separation at distal touhy-borst valve. Cleaning and re-securing occurred.